Event description:
The subject device could not be interrogated during a follow-up with two different programmers. The patient was previously followed up by remote monitoring system (rf for remote monitoring parameter was set to on). After receiving several shocks from the ICD, the patient decided to not use the home monitor device anymore. Preliminary analysis confirmed the reported behavior. A recovery procedure was successfully performed on (B)(6) 2016. Proper operation of the ICD was restored.

Event description:
The subject device could not be interrogated during a follow-up with two different programmers. The patient was previously followed up by remote monitoring system (rf for remote monitoring parameter was set to on). After receiving several shocks from the ICD, the patient decided to not use the home monitor device anymore. Preliminary analysis confirmed the reported behavior. A recovery procedure was successfully performed on (B)(6) 2016. Proper operation of the ICD was restored.